Event description:
A universal tibia nail, implanted in 2001, bent and had to be removed. Patient fell when crutches broke after 4 weeks. Patient then walked for 2 weeks. At 6 weeks post-operative patient noticed the leg was deformed. Nail was noted as bent and was removed in 2001.